Manufacturer narrative:
Concomitant products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: pnma01411a004, product type: recharger. (B)(4). One lead was reported to not work and the other to have slipped out of position. It remained unclear which lead was which. See related manufacturer report #6000153-2015-00582.

Event description:
The patient reported a loss of stimulation. Two adjustments had been performed and neither did anything for him. Therapy had never helped since implant. Sometimes therapy would vibrate, he had leg pain, and he couldn't move. Additional information received from the patient in response to follow-up reported that it had never worked as promised. It was also noted that eventually one of the leads did not work and the other had slipped out of position. As a result, it only vibrated the legs and the patient barely got any coverage in the back. He had been expecting the system to relieve his pain so well that he would not have to take pain medications again. He also thought that charging would only take about an hour and would be real easy. This was not the case. The belt was uncomfortable and would come undone often. The patient had a new design idea and thought it should be considered. He was frustrated with the fact that reprogramming had to be done in a doctor's office. He was going to try it again once more and if it didn't work, he wanted it removed. He was also told that he had the model that adjusted itself when you would lay down and this was not the case. Reprogramming had previously occurred and one new setting was added but it was not working that well. Since the frequency was turned up so high, the battery only would last a few hours. Further follow-up was performed to determine what actions were taken to address the event and if it was resolved. Relevant medical history included failed back surgery syndrome and spinal pain.